Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.75x24mm synergy stent was used in combination with a non-bsc guide extension catheter. However, during advancing, the device caught in the collar part of the catheter and the stent struts got damaged. The procedure was completed with a non-bsc device. No patient complications were reported.